Event description:
It was reported that during insertion of the device, the guidewire was advanced without resistance. However, the catheter could not be advanced over the guidewire. A decision was made to remove the entire device and while doing so, the guidewire unravelled and could not be removed. The physician cut the wire and a piece remained in the pt's forearm. A cutdown was performed to remove the piece of wire. There were no pt complications.